Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported that they had some burning sensation around the device and they were wondering if other patients had reported for it. They said it started, as what felt like, a cord or something was swooshing through the belly area. They reported it to their healthcare provider (hcp) who did act scan. The CT results did not show any reason and they put the monitor on the ins and it showed it was still working. When they stand up they feel the burning sensation under their ins. (B)(6) 2017 is when they started feeling the swooshing/moving and (B)(6) 2017 when they started feeling the burning. It was noted that the patient said conflicting information that they noticed the burning start just before or just after the CT scan. The manufacturing representative (rep) later reported on behalf of the hcp that the patient stated they had pain at the ins site, but the pain went away and then they were feeling burning when they bend or move. It was suggested that the patient follow up with their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported no CT scan had occurred. The cause of the burning sensation under the ins, the swooshing and moving could were unknown at the time of the report. The ins was turned off on (B)(6) 2017 and the hcp said they would re-evaluate it in a few weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.